Event description:
It was reported that at the beginning of an unspecified surgical procedure, it was observed that the motor device would ¿not work¿ and would ¿not secure attachments¿. There were no delays to the scheduled surgical procedure as an identical spare device was available. There were no reports of injuries, adverse events, or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and it was discovered that the cutter won't lock in. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.